Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt fell out of bed "with her left leg" approx (B)(6) ago, and the pt's device and pt programmer had not worked since then. The pt was on medication for their bladder symptoms. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).